Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation,the image not displaying was seemingly attributed to communication failure caused by faulty cable unit. A definitive root cause for the faulty cable could not be identified. Olympus will continue to monitor field performance for this device."

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. No image was present due to a faulty cable unit. This unit will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus hd camera head would not produce an image during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed by using a new camera and the patient's overall outcome was good.